Event description:
It was reported that there was a cgm error indicated by error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, after which the error did not resurface, and the customer successfully started their sensor session.